Manufacturer narrative:
During follow-up, the patient said she did not think there were any problems with the catheters. She has been using the f14 product for many years and has not noticed any defects or malfunction. She said she uses a clean technique to catheterize and does not use lubricant. The patient was advised that cure medical's consultant nurse advises to always use lubricant and cleanse the insertion area first before catheterizing. The patient said that her insurance does not cover wipes so she does not have them sometimes, and that could be why she is getting infected.

Event description:
Intermittent catheter patient (user) stated she currently has a urinary tract infection (uti)/kidney infection and is being treated by a physician with intravenous (IV) medication. During follow-up, the patient said she has been placed on many different antibiotics over the previous months, only to have the same infection return again. She was placed on IV antibiotics and that is still being administered, but did not have to be admitted to the hospital.